Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged from the delivery system. The target lesion was located in the severely calcified right renal artery. The 5.0x20mm express vascular ld stent delivery system (sds) was advanced into the patient. No resistance was noted or force applied to the device; however, while attempting to pass through the iliac artery to reach the intended target location, the express stent dislodged from its sds. An iliac arteriotomy was immediately performed to remove the express stent from the patient. The right renal artery was not treated. There were no additional patient complications reported and the patient's status is 'normal'. This product is only ous approved but it is similar to an approved us device.